Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the atrial channel. Technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device remains in service.